Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed a cartridge alarm 34 and decided to replace the pump. The customer was informed that they would receive a new pump with updated software and instructed on using multiple daily injections as backup therapy. They were also guided on returning the faulty pump and acknowledged the steps for setting up and receiving the replacement, which was sent without requiring a delivery signature.